Manufacturer narrative:
This supplemental report is being submitted to provide the correction. Corrected fields: h6, h11. In addition, the reportable malfunction was identified during the device evaluation: occasional noise a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective analog digital substrate caused occasional noise. The issue traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gastrointestinal videoscope had an incompatible scope e315 error code. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, and since the device malfunction was not reproduced during evaluation, the probable cause of the complaint is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.